Manufacturer narrative:
A root cause could not be identified. The information provided by the customer was more than one year old. Additional requested data and information was not provided, therefore further investigation was not possible. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6). Other assays related to this event are reported in medwatch report with patient identifier: (B)(6).

Event description:
The user received questionable hgc + ss results for multiple patient samples from 12 analytical e module analyzers and two cobas e411 analyzers. Data was provided for three patient samples that were discrepant. No unit of measure was provided for the results. Patient sample 1 initial result on (B)(6) 2010 was 10000 and the repeat result on the same e411 analyzer was (B)(4). The repeat results from a different e411 analyzer were 50 and (B)(4). Patient sample 2 initial result on (B)(6) 2010 was 0.5 and the repeat results from the same e411 analyzer were 4.16 and 0.5. Patient sample 3 initial result on (B)(6) 2010 was 60 and the repeat results from the same e411 analyzer were 20 and 32. The repeat result from a different e411 analyzer was 27. The erroneous results were not reported outside the laboratory so there was no impact to the patients. The field application specialist performed a sample probe adjustment in some modules, found gel in the incubator cover in one module and found the pediatric tubes in use were out of the specifications. The field application specialist checked the reagent handling, checked the alarms and checked the cup adapter usage. Sample tubes with fibrin present were found. The cell blank was adjusted and the liquid flow check and pinch tubing exchange frequency was adjusted. Problems with the water conductivity were detected.